Event description:
Event description cpi received information that following a surgery for heart bypass and valve replacement, this implantable cardioverter defibrillator (ICD) was found in fallback mode.